Event description:
A surgeon reported a patient who cannot read, cannot see the television sharply, and has no better vision than 20/30 following bilateral multifocal intraocular lens (iol) implant surgery. The iols were implanted by another surgeon over three years ago, as part of a study. Additional information was received from the surgeon who indicated that the patient reported hazy and blurry vision, cannot read the newspaper, menus, or scores on the television, and glasses do not help. The lenses are "perfectly centered" with no central posterior capsule in both eyes. The blurriness cannot be fully explained by the surgeon and the patient's vision did not improve significantly with refraction. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no similar complaints reported in the lot number. Additional information was requested and received. (B)(4).